Event description:
It was reported that the patient had previously undergone a medical procedure and had not set their ipg to surgery mode. As a result, the ipg became inoperable. Surgical intervention to replace the ipg may take place in the future.

Manufacturer narrative:
Exact date of event is unknown. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
The patient underwent surgical procedure on (B)(6)2022 during which the ipg was explanted and replaced to address the issue.